Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip and cracked lcd window. The insulin pump was received with loose/protruded drive support disk.

Event description:
It was reported via phone call that there was crack on the screen. The customer's blood glucose was 156 mg/dl at the time of incident. The insulin pump was returned for analysis.